Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported event of "improperly sealed" minicaps was not confirmed. The likely cause of the reported event was associated with use error. If the patient was using the minicap that appeared to be "improperly sealed," this represents use error. As per product labelling and training provided to patients, the minicap should not be used if the package has been previously opened or damaged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that the patient presented to the hospital with severe abdominal pain, neck pain, and fever. The patient was diagnosed with bacterial peritonitis and was treated with unspecified antibiotics. On an unknown date, the patient was discharged home. It was reported the peritonitis ¿remained dormant.¿ approximately 13 days after the first hospital admission, the patient was transported to the hospital for severe abdominal pain and fever. The patient was diagnosed with sepsis due to bacterial peritonitis. On an unknown date, the patient had an infectious disease consultation that stated the pd catheter was the source of the recurrent pseudomonas infections. On an unknown date, the pd catheter was removed, and the patient status began improving. The patient was subsequently discharged from the hospital. It was additionally reported the patient was hospitalized several times due to having issues with pd catheter disfunction. It was initially reported that the patient observed that the minicaps were "improperly sealed". No samples were available for evaluation and the reported "improperly sealed" minicaps are not confirmed. Manufacturing records for batch spc4466 - 22l20h15 were reviewed and there were no irregularities detected during their production. There is no report that the patient used the minicaps that were "improperly sealed". Additionally, it is noted that the minicaps that were shipped to the patient were not part of fa-2023-003. Based on additional information received, the minicap was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the events occurred on an unspecified date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and "was septic". The patient reported the ¿minicap appeared to give them peritonitis due to their bag being improperly sealed¿. It was reported the patient was hospitalized for the events. Treatment for the events was not reported. Approximately three weeks later, the patient was discharged and "went to 3 weeks of rehab". At the time of this report, the patient outcome was not reported. Pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. No additional information is available.